Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: unknown m2a 38 cup; p/n: unk, l/n: unk, ppf stem; p/n: unk, l/n: unk. Foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2015 - 00245 - 2, 3002806535 - 2018 - 01200. Product location is unknown.

Event description:
It as reported patient underwent revision surgery approximately 7 years post-implantation due to elevated ion levels, pseudotumor, metallosis and osteolysis. Attempts have been made and no additional information is available.